Event description:
It was reported that the patient presented in clinic for follow up. The device was post-paced t-wave oversensing via review of stored egm. The patient was asymptomatic. Programming changes were recommended.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.